Manufacturer narrative:
The device will not be returned for evaluation; therefore, the reported failure cannot be verified and root cause cannot be conclusively determined. A review of the device history report could not be performed since a lot number was not provided. A two-year review of the complaint history shows a total of 8 adverse events reported for this device family for the same failure mode in the past two years. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) percent. Per the instructions for use, the user is advised the following; disposable blades and burs are supplied sterile and are for single use only. Do not resterilize or reuse. The ability to effectively clean and re-sterilize these single use devices has not been established and subsequent re-use may adversely affect the performance, safety and/or sterility of the devices. Do not use equipment if, upon receipt, package is opened, damaged or shows any signs of tampering. After use blades and burs may be a potential biohazard and should be handled and disposed in accordance with acceptable medical practice and applicable local and national requirements. Do not use sterile equipment beyond the expiration date listed on the label. Sterility of the product cannot be assured beyond the expiration date. Refer to the appropriate conmed linvatec handpiece instruction manual for the device specific warnings. Disposable blades and burs are provided in sterile packaging capable of withstanding a shelf life of up to 5 years from the date of manufacture. Disposable blades and burs should only be used if the original packaging and labeling are intact. If the disposable blade or bur packaging had been altered, contact your regional conmed linvatec sales representative. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
A civil action lawsuit (docket # (B)(4)) was received by the complaint department on (B)(6) 2018 for an alleged patient injury. The report was filed against the 00502317100, flat blade. The lawsuit reports that a piece of foreign metal was broken off in the patient. This report is being raised on the basis of a reported patient injury.